Event description:
Unable to obtain blood pressure due to lack of perfusion. Patient on dopamine and epinephrine drips at high rates. Pump containing epinephrine drip failed. Patient was without epinephrine for 1-2 minutes. Unable to assess effect on patient due to lack of perfusion.